Manufacturer narrative:
The lot number of the suspect architect hbsag qualitative ii assay was not provided by the customer. Therefore, a limited product evaluation was performed. The complaint trending report review determined that there is no non statistical or adverse trend for this product for the complaint issue under evaluation. The architect hbsag qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53.

Event description:
The customer states that two patients diagnosed with chronic (B)(6) have recently generated (B)(6) architect hbsag and (B)(6) assay results on the architect i2000sr analyzer. The customer went on to report that years ago their (B)(6) results were a (B)(6) results are (B)(6). No (B)(6) testing has been performed. There is no impact to patient management reported.